Manufacturer narrative:
System passed functional testing. Laser power energy of 1440 and 1927 within limits. The cause of the reported event could not be determined.

Event description:
Photos were received indicating a patient suffered facial burns following a treatment with this device. No additional information has been able to be obtained to date concerning the patient's treatment or post-treatment condition.